Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, the reportable event ¿c-cover had a burn¿ was likely caused by the use of high-energy instruments (such as high-frequency devices) without maintaining sufficient distance from the tip. However, the cause of the reportable event involving foreign objects in the nozzle could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device

Event description:
It was observed that during the device evaluation, the gastrointestinal videoscope c-cover had a burn and the nozzle had foreign objects. There was no patient involvement.